Event description:
It was reported the epg (external pulse generator) screen was damaged. Subsequently, a test failure message was received. The epg was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported damaged screen, which was related to product handling. Analysis could not confirm the reported self-test failure. The epg passed the self-test, with no anomalies found. (B)(4).